Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012: patient presented with the pre-op diagnosis: lumbar degenerative disk disease l4-5, l5-s1. Patient underwent following procedures: posterolateral pedicle screw instrumentation l4-5, l5-s1. Lumbar decompression at l4-5 to decompress the l5 nerve root. Lumbar arthrodesis at l4-5 using compression resistant matrix rhbmp-2 soaked sponge and locally harvested bone graft. Lumbar decompression at l4-5 to decompress the l5 nerve root in the lateral recess. Lumbar arthrodesis at l5-s1 using compression resistant matrix rhbmp-2 soaked sponge and locally harvested bone graft. Lumbar decompression at l5-s1 to decompress the s1 nerve root in the lateral recess. Use of locally harvested morselized bone graft for fusion. As per op-notes: ¿ a construct of a locally harvested bone graft, rhbmp-2 soaked sponge, and locally harvested bone was placed into the lateral gutter spanning the transverse process of l4, l5 and the sacral ala which had been previously decorticated. Once this was completed, 65 mm rods were placed into the pedicle screw heads, the caps were placed, and cap guides were placed¿¿ patient tolerated the procedure without any complications. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.